Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a school-aged user dropped the ilet during recess, resulting in a shattered display screen while the device continued to function and blood glucose management was unaffected. Symptoms included none reported. Outcomes included no clinical impact, no hospitalization, and continued glucose monitoring via cgm as usual. Investigation included device replacement logistics and return of the original unit for assessment. Investigation of this device revealed physical damage to the device display consistent with accidental impact to the screen component, with no evidence of performance failure or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.